Event description:
Additional information was received from the patient who reported that they made an appointment with a healthcare provider (hcp) who turned off the pump so that it would not burn up and then called another hcp who filled the pump a couple of days later. After that, the patient got new insurance and then that hcp would not take that insurance, so they had been unable to get their pump refilled. Per the patient, about 4-5 days after the pump medication ran out about 2-3 months ago, the pump started doing the single-toned alarm and then it started the critical alarm. The alarm stopped alarming by itself and then it suddenly started the critical alarm again about 2 weeks ago after a dog jumped up on them. Since the pump ran out of medication, the patient had been feeling a pinch on the right side when they laid down and the pump was implanted on their right side. Also, since not having medication in the pump, they had back pain which they used to have but they were also having new back pain. The patient stated, ¿I can tell you exactly where the catheter is and where the pump is and I have new pain since I ran out of medication". The patient also stated, "I have more pain now than I did prior to having the pump implanted and having it implanted was a mistake". The patient stated that the hcp who referred them to the hcp that filled the pump said they wouldn¿t see the patient unless they could provide a letter saying the pump was turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) patient who was receiving hydromorphone (dosage/concentration not available) via an implantable pump. The indication for use was for spinal pain. It was reported that the patient said "now my pump is in failure mode". The patient stated the pump started doing the single tone alarm "about 2 weeks ago" and now the critical alarm "started about five days ago." The patient stated she found another healthcare provider (hcp) in a different state who will not be able to see her until (B)(6) 2022 to fill the pump. The patient stated "my pump is failing". The patient services (pss) reviewed patient stated the pump was low on medication "about two weeks ago" and empty "about five days ago." The pss asked to confirm if the patient was saying the pump was empty or was she reporting the pump has failed. The patient then states the pump has failed because typically she does not have to have the pump refilled for six months and now it is only four months. The pss offered to send hcp listing. The patient wanted to know "what is going to happen now", the pss asked the patient to clarify but patient was unable to clarify. The pss reviewed what happens when there was no medication the pump stops.